Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had their device removed and replaced and their new device was working great.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that therapy has not been working for her. Patient states therapy was doing pretty good but then everything stopped within the last 2-3 months. Patient also states seeing a message on the handset that the internal battery is damaged or something. Agent asked when patient first saw this message and patient states it has been a couple months at least. Patient has not charged the handset because it said it was not working so patient let it go and quit charging it. It was found there was no issue with the external equipment. During the call, patient was able to connect to implanted neurostimulators and saw low battery, internal device battery is low, contact your clinician. Patient states seeing dr the doctor maybe june, july, or august and the doctor said they would contact a rep and did say something that the ins may need to be replaced and it may be november or december. Pss re directed to doctor and pss emailed rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the internal battery damage was not determined. They were not feeling any stimulation and tried to correct the problem by turning it up to a higher setting but it made no difference. If this happens again, patient stated they will call manufacturer. The issue was not yet resolved. The patient stated surgery required. They will have to replace the device they had. The prior device worked during the expected duration and was great.